Event description:
This x-ray system had a maximum fluoro dose rate exceeding 10r/min.

Manufacturer narrative:
(Method, results, conclusions): the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.